Event description:
Based on the info provided, the 62-6940 spine plate and bone screws were implanted in (B)(6) of 2012 and the device was surgically removed due to device failure.

Manufacturer narrative:
Product will not be returned for evaluation.